Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to a tubing break between the pump and cylinder.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the detachment site of the serialized exhaust tube of the pump near the strain relief to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in all tubes of the pump and in the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump or cylinders 1 and 2. Based on quality's examination, quality concluded that while in-vivo both exhaust tubes and the inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. The tube positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tube of the pump at this site. Quality was unable to match up another detachment site that was rough and irregular from the returned components. However, the information received indicated broken tubing between the pump and the cylinder. Therefore, quality concluded the rough and irregular detachment site of the serialized exhaust tube of the pump to be the site of failure. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5624336. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.